Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted. A technical support specialist (tss) dialed into the station, database was found to be corrupted, and an initial attempt to drop it failed. The existing database files were manually removed from the database location, after which the drop operation was retried. The medication application was repaired, followed by a full synchronization. Post-sync verification confirmed that the station was successfully communicating with the server, and the database logs showed no variation. Also, tss informed to replace the battery. Therefore, field service engineer replaced the battery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es database was corrupted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.